Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant procedure, there was an implantable cardiac monitor sensing issue concerning small r waves. No action was taken since the device seemed to be functioning normally. The device remains in use. No patient complications havebeen reported as a result of this event.